Event description:
Pt reported pelvic pain 1-2 weeks following essure micro-insert implantation. An x-ray taken showed proper location of devices. Physician stated the pt has a nickel sensitivity. Pt elected to have total hysterectomy and micro-inserts were removed.

Manufacturer narrative:
(B)(4).